Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. (B)(4): black plastic material (exit marker) detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination of the complaint device was performed. Black marks were noted on the entire length of the catheter portion of the device. The balloon was inspected and crease marks were found. Both of these observations are consistent with excessive resistance being met while advancing or removing the device from the scope. No exit marker was present on the catheter. The reported defect that the exit marker detached was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g. Distal tip of scope not straightened sufficiently prior to removal of device, tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use showed the device was used according to its labeling.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) and dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, as the balloon was being withdrawn, a black piece of plastic material detached from the device and was noted inside of the patient. A snare was used to retrieve the black piece of material. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) and dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, as the balloon was being withdrawn, a black piece of plastic material detached from the device and was noted inside of the patient. A snare was used to retrieve the black piece of material. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.